Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise had been observed on the right ventricular pacing and sensing lead of a high voltage system for tachycardia. The patient received unanticipated high voltage therapy as a result. The therapy system was disabled and an external system was used as the patient would not be able to return for follow-up in the immediate future. Lead revision would take place when the patient was available.